Event description:
It was reported that the customer's blood glucose was 69mg/dl. She stated that her pump was giving her incorrect insulin doses. Troubleshooting was performed to ensure all settings were correct. She was advised to monitor the pump. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.